Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a right side rupture. Device has been explanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified: broken shell and underweight. A visual and microscopic analysis was performed which identified; wear abrasion, stress marks, crease flat, smooth opening on anterior, missing shell (0-25%), delamination in the patch and sharp broken on radius due to a surgical impact opening, for the stress mark in the shell . A dimension measurement in the shell was performed which identify the thickness within specification. Base on the device analysis the final assessment is: a sharp broken on radius due to a surgical impact opening. Missing shell due to inconclusive. A delamination partial of the patch (cohesive failure). A smooth opening on anterior due to smooth opening. Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes.

Event description:
Healthcare professional reported a right side rupture. Device has been explanted.